Manufacturer narrative:
The returned samples were visually inspected using 15x - 20x magnification and samples #2 and #3 were found to be conforming. Sample #1 was found to be conforming with a damaged septum. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the reported leaking trocar is unknown. It is unknown how or when the one sample became damaged. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during an unspecified number of vitreoretinal procedures the valves have leaked. All procedures were completed without consequences to the patient. Additional information and product sample have been requested for this report.